Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they have been experiencing recurring lows. The customer did not receive emergency medical assistance due to the low blood glucose. The customer's blood glucose was 81 mg/dl at the time of the incident. The customer was at 41 mg/dl at the beginning of the call, and 105 mg/dl at the end. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The insulin pump will not be returned for analysis.